Manufacturer narrative:
As reported the patient was referred to another surgeon for possible removal of the mesh. At this time no surgical intervention has taken place as the contact reports that the patient has not scheduled an appointment with the surgeon. The contact states that he will contact davol in the future with any additional information. Based on the information provided at this time, no conclusion can be made. Should additional information be obtained, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery. Regarding hernia recurrence the warning section of the instructions for use (IFU) states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect. Additionally, recurrence is listed in the adverse reaction section of the IFU as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is alleged that on (B)(6) 2004 the patient underwent the repair of an umbilical hernia with the implant of a bard ventralex hernia patch. As reported approximately eleven years later between 2015 and 2017 the patient started experiencing abdominal pain and discomfort with an abdominal bulge. The patient presented to two different doctors who then referred him to a general surgeon. The general surgeon informed him that he needed to have the mesh removed due to a recurrent hernia. The contact reports that the surgeon indicated he was unwilling to perform the surgery and referred him to another surgeon. The contact states the patient will be following up with the surgeon referral; however, there is no scheduled date at this time.